Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported the surgeon discovered the articulating arm damage when attempting to put the arm on the mayfield for patient registration. This event occurred during the set-up for surgery in the operating room (or); the patient was on the table but it was before incision. The site has multiple articulating arms, so another arm was brought in to use in the surgery. The surgery (axiem shunt) was delayed five minutes with no impact on patient outcome. -return requested. Replacement device shipped to site 07/24/2015. Medtronic investigation of returned suspect device finds that the articulating arm handle has seized. Not able to lock or release the arm. Mechanical failure. Malfunction - locked up - handle.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system articulating arm does not lock properly. The arm's lower joint, at the locking screw location, has seized and no longer functions. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The confirmed malfunction of the vertek arm will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿